Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted with resetting the pump, after which the malfunction did not recur, and they were instructed to call back if any issues came up again.